Manufacturer narrative:
The microalbumin reagent expiration date is (B)(6) 2022. It was noted that the urine sample appeared to be very bloody. Based on the reaction kinetics, there was an issue in the first run of microalbumin, total protein and creatinine. This is most likely due to the high protein concentration in the sample and poor sample quality. The customer could not confirm if the patient has gammopathy. The calibration trace did not indicate an issue. The customer's qc data was imprecise. No sample material is available for investigation. As no sample material is available, the specific cause of the event could not be determined. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site (poor sample quality). The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with albt2 tina-quant albumin gen.2 and crep2 creatinine plus ver.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a microalbumin value of 52.2 mg/l. The sample was repeated, resulting in a microalbumin value of 105.0 mg/l accompanied by a data flag indicating prozone. The sample was repeated on (B)(6) 2021 with decreased sample volume, resulting in a microalbumin value of 6091.1 accompanied by a data flag indicating prozone. The sample was diluted manually 1:10 and repeated twice on (B)(6) 2021, resulting in raw microalbumin values of 535.5 mg/l accompanied by a data flag indicating prozone and 567.1 mg/l accompanied by a data flag. The raw value of 567.1 mg/l calculated to a final value of 5671 mg/l when accounting for the dilution factor. A value of > 4400 mg/l was reported outside of the laboratory to a physician. The sample was repeated twice on (B)(6) 2021, resulting in microalbumin values of 79.7 mg/l accompanied by a data flag indicating prozone and 6145.4 mg/l accompanied by a data flag indicating prozone. The sample was manually diluted 1:10 and repeated two more times on (B)(6) 2021, resulting in microalbumin values of 571.8 mg/l accompanied by a data flag indicating prozone and 602.6 mg/l accompanied by a data flag (using decreased sample volume). The same sample initially resulted in a creatinine value of 3.79 on (B)(6) 2021. No units of measure were provided for the creatinine assay. The sample was repeated on (B)(6) 2021, resulting in a value of 3.93. The sample was repeated on (B)(6) 2021, resulting in a value of 3.90. The sample was also manually diluted 1:10 and repeated twice on (B)(6) 2021, resulting in raw values of 0.25 accompanied by a data flag and 0.24 accompanied by a data flag. The microalbumin reagent lot number was 541622 and the creatinine reagent lot number was 555244. The reagent expiration dates were requested, but not provided.